Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the user complained of not getting a stable signal as the sensor was implanted in a poor location (triceps pocket). The sensor was inserted on (B)(6) 2025 and the issue immediately right after insertion. With any arm movement, the signal fluctuated due to muscle contraction. The sensor was removed and replaced with a new one.